Manufacturer narrative:
The user facility could not provide information to why the employee reached her arm into the unit after the cycle was initiated. It has been reported that the employee did not follow proper operating procedures for the caviwave alarm as they forced the door open instead of contacting service stated in the operator manual. The caviwave operator manual states (2-1), "warning- personal injury and/or equipment damage hazard: never reach into a chamber when unit is in operation. Always use racks, baskets or tongs for inserting and removing objects. Never reach into a chamber if lid is jammed." The steris service technician evaluated the unit and found it to be operating to specification. No additional issues have been reported.

Event description:
The user facility reported that after an employee initiated a cycle for their caviwave pro ultrasonic cleaner, the employee reached her arm into the chamber and the door subsequently came down onto her arm, resulting in a bruise on the employee's arm. User facility personnel were able to open the door and the employee's arm was released. No medical treatment was sought or administered.